Event description:
During a stenting procedure, the stent dislodged from the balloon. The lesion was located in the renal artery. It is noted that this is an off label use. While advancing the delivery/stent device in the renal artery, the stent came off of the delivery balloon. The delivery/stent device were removed without incident and the procedure was completed with another device. No pt injuries or complications were reported.